Event description:
It was reported that the screen on the 9800 system is going black and the system presents an overload message. It was noted that an arcing sound is coming from the x-ray tube area. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported malfunction could not be duplicated. As a proactive measure cleaned and regreased the high voltage connectors. The system was tested and found to be working as intended and placed back into service.